Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had no delivery alarm during and pump had blank display. Customer's blood glucose level was 396 mg/dl at the time of incident and currently customer's blood glucose is 209 mg/dl after using manual injection. Customer treated their high blood glucose with manual injection and customer declined troubleshoot for high blood glucose. Customer stated that pump did a beep and screen is still blank in the self test. Customer was advised the pump will need to be replaced and discontinue use of the pump and revert to backup plan per hcp's instructions. Customer reported that the no delivery alarm occur during manual prime. It also stated that the drive support cap was flush. Customer was advised that pump need to be replace and replacement pump will be sent back to the customer. The insulin pump will not returned for analysis.